Event description:
Patella polyethylene cracked in the middle of the lateral side and became disassociated with the metal back. Replaced poly on the patella on the right knee. All components were well fixed and in excellent condition.